Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of manufacture is unknown. The date listed is the date when abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue was reported with use of the adc freestyle libre sensor. Customer's mother reported the customer ((B)(6) years) received a sensor scan result of 80 mg/dl compared to a competitor brand meter reading of 'lo'. It was further reported the customer experienced "strong hypoglycemia" and a seizure and was taken to a clinic where he/she was diagnosed with hypoglycemia and administered glucagen glucagon injection and "double access glucose". There was no report of death or permanent impairment associated with this event.

Event description:
A high readings issue was reported with use of the adc freestyle libre sensor. Customer's mother reported the customer (16 years) received a sensor scan result of 80 mg/dl compared to a competitor brand meter reading of 'lo'. It was further reported the customer experienced "strong hypoglycemia" and a seizure and was taken to a clinic where he/she was diagnosed with hypoglycemia and administered glucagen glucagon injection and "double access glucose". There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint there was no indication that the product did not meet specification. Dhrs (device history review) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and freestyle libre sensor kit passed all tests prior to release. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed.